Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Add'l questions in regard to the incident, including total blood loss, have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a radical cystoprostatectomy, the device was used twice and then wiped clean before sealing another vessel. After the sealing cycle, the jay would not open properly and the vessel stuck to the jaw of the instrument. While trying to remove the instrument, the vessel tore causing bleeding requiring a transfusion. Approximately one inch of the tissue was lost and the surgery time was extended for one hour.